Manufacturer narrative:
Other text: device evaluation: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h10. Additional manufacturer narrative, DHR statement.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned, therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable caused the device to alarm no disposable, pump won't run alarm. No adverse patient effects were reported by the customer.